Event description:
The customer's family or friend reported via phone call that the insulin pump was stuck in the priming loop, alarmed compromised force sensor system and had a protruding drive support cap. She stated that the customer was unable to proceed pasted the rewind step. The customer's blood glucose was 141 mg/dl. She reported the insulin squirted out during the manual prime, followed by the insulin pump alarming compromised force sensor system. The caller did not know whether the customer had pressed the drive support cap while connected to the insulin pump. She stated that the device had not been dropped leading up to the event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that during seating, the force sensor did not detect the reservoir. The customer already had a new replacement insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.